Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07302. It was reported that catheter stuck on lesion occurred. The 75% stenosed target lesion was located in a severely calcified and severely tortuous artery. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize the lesion. Upon advancing, the device got stuck on lesion. The physician cut off the device and bail out was performed. The device was replaced with another opticross¿, however, the same issue occurred. Once again the physician performed bail out successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that there was no damage on the distal tip or guidewire exit port assembly. A kink was observed in the sheath assembly from femoral marker to the proximal end. The unit returned has the distal strain relief cut off. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07302. It was reported that catheter stuck on lesion occurred. The 75% stenosed target lesion was located in a severely calcified and severely tortuous artery. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize the lesion. Upon advancing, the device got stuck on lesion. The physician cut off the device and bail out was performed. The device was replaced with another opticross¿, however, the same issue occurred. Once again the physician performed bail out successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.